Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device check, an elevated shock impedance measurement greater than 125 ohms was observed. Upon further testing, a few beat to beat measurements greater than 125 ohms was observed. Pacing impedance and sensing measurements were noted to be within acceptable limits. The patient implanted with this device system was brought to the electrophysiology (ep) lab, where further analysis was performed. Following the testing observations, the patient's physician performed standard defibrillation threshold testing. No noise was observed and lead performed was deemed adequate. The patient was discharged. To date, no adverse patient effects were reported with this clinical observation.